Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008, patient presented with following pre-op diagnoses: multi-level cervical spondylosis. Status posts multiple anterior cervical surgeries with instrumentation and fusion with adjacent segmental degeneration. Cervical radiculopathy (multi-level). For which, patient underwent following procedures: anterior cervical instrumentation removal (anterior cervical plate) x 2 at c3-c4 and c5-c7. Anterior cervical fusion with mass exploration. C4-c5 diskectomy and bilateral foraminotomies. C4-c5 anterior cervical fusion with placement of interbody spacer (structural allograft fibula x 2). Augmentation of anterior cervical fusion with rhbmp-2/acs. Placement of anterior cervical plate, c4-c5. Bilateral posterior cervical instrumentation with lateral mass screws, c3, c4, c5, c6 and c7. Bilateral posterior segmental spinal instrumentation, t1 and t2 with placement of bilateral pedicle screws. Bilateral posterior foraminotomies, c4-c5, c5-c5 and c6-7. Posterior cervical fusion, c3-c4, c4-c5, c5-c6, c6-c7, c7-t1 and t1-t2. Augmentation of posterior cervical fusion with local bone graft, rhbmp-2/acs and morselized cortical allograft. Neuro-monitoring with somatosensory evoked potentials. Operative findings: pseudoarthrosis, c5-c6, with subluxation c4-c5. Per op notes, 0.7 mg of rhbmp-2/acs at one point 5mg/cc was also placed inside the allograft spacer. Those appeared to be in good position and were quite stable. Surgeon placed the remaining rhbmp-2/acs with local bone graft and compressor resistant matrix. Patient tolerated the procedure well without any intraoperative complications. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.